Event description:
Reportedly, the right ventricular coil impedance was not stable since implantation. On (B)(6) 2013, a warning was displayed to the user because the right ventricular coil impedance was measured over 3000 ohms on (B)(6) 2013. On (B)(6) 2013, no more warning was displayed (last measured value was 2900 ohms on (B)(6) 2013). The physician attempted to perform an induction test with shock on t, but this was not successful (no arrhythmia induced). This was successful with the 30hz pacing.

Manufacturer narrative:
On (B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). The programmer files were reviewed. Preliminary analysis showed normal ICD device behavior. According to above observations, the reported event (present since implantation) most probably resulted from a lead or connection issue (related to the rv coil). Even if the induction test performed on (B)(6) 2013 was successful, and normal rv coil impedance was measured afterwards, patient safety is not ensured (because of the lead of lead connection issue). This event should also be reported to the lead manufacturer.